Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 19-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Reporter mentioned that other consumer had already removed both essures as she was having bad time with them. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had it removed. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 06-mar-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 499 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality safety evaluation of ptc . Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had it removed. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. The product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts no further information could be obtained.